Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse inspected the instrument and confirmed the leak at the blood sampling valve (bsv) through the pads over time due to a worn bsv. The bsv was replaced, resolving the reported problem. Results met published performance specifications. The failure mode was related to worn bsv pads. Beckman coulter internal identification number for this report is (B)(4).

Event description:
The customer reported to beckman coulter (bec) a leak of 0.5 ml of blood from the blood sampling valve (bsv) of the coulter® lh 500 hematology analyzer. The leak was not contained within the instrument. The operator was wearing gown, gloves and goggles at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated for this event. No death or injury is attributed to this event and there was no change to patient treatment.